Manufacturer narrative:
Correction: patient information was refused by the site.

Event description:
It was confirmed that the issue was resolved by phone, after a 20 minute delay, by rebooting the system.

Manufacturer narrative:
Device evaluation: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was unable to determine the probable cause without more information.

Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system pendant booted up completely adn the gantry could be moved up and down, door opening and closing was working well. But the tube and the detector could not be rotated by pressing the rotation button on the pendant. Rebooting the system and mobile view station (mvs) did not resolve the issue. After some time customer called and said that the system was working. The surgery was completed without the use of imaging and navigation. There was a delay of less than 1 hour. No impact on patient outcome.